Manufacturer narrative:
(B)(4). Method: the complaint 900iw130e neopuff resuscitator was not returned to fisher & paykel healthcare new zealand for evaluation however the faulty manometer was received for evaluation. The manometer was fitted into a known good valve system and tested according to the neopuff technical manual. Results: the manometer failed the tests specified in the neopuff technical manual. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: photographs provided by our us service center showed evidence that the device may have been subjected to impact damage when being transported to the us service center. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient" each neopuff is 100% tested on the production line to verify that each unit conforms to critical product specifications.

Event description:
A hospital in (B)(6) reported that the iw934 cosycot infant warmer persistantly displayed error e17. Upon return of the components of the complaint infant warmer to fisher & paykel healthcare in (B)(4) for investigation it was confirmed that the manometer of the 900iw130 neopuff infant resuscitator was out of specification.